Manufacturer narrative:
Concomitant medical products: 3ml bd syringe ref 306508, lot 625812b, exp 2019-09-13, 0.9% sodium chloride injection, therapy date (B)(6) 2016. The customer¿s report of a leak was confirmed. Visual inspection was performed on the extension sets to look for defects such as cracks, kinks, tears and separations. Visual inspection found that the female luer set was joined with the male luer on the 30914. No defects were found anywhere on any extension set. Tactile examination found that the female luer was slightly unfastened to the male luer. Functional and pressure testing confirmed leaking only in a slightly unfastened state. Dimensional testing was performed on both the female luer of the extension set and the male luer of the extension set with go/no go gauges. Both parts were found to be within the required specifications. The root cause of the customer¿s report of a leak was determined to be due to a slightly unfastened connection between the male and female luer of the sets.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between the connection of the syringe and the filter. The tubing was replaced 3 times. The patient was with an open chest and unable to achieve diuresis. Once the infusion was changed to a bag with primary tubing, the patient had an immediate increase in urine output. There was no report of patient harm.